Event description:
During an installation of a used unit, the co rep performed a preventive maintenance and observed that the unit failed both k5 and 55a and pressure tests and the iabp frequency select key failed intermittently.